Event description:
It was reported the patient had a pump in his abdomen previously and it kept flipping. A new pump was subsequently put in, however it was unclear if the replacement procedure was related to the pump flipping. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had reported a history of a flipped pump to their managing health care provider (hcp) but the hcp had no record of the event since it had taken place prior to the patient being seen by him. According to the hcp, the event happened ¿maybe 10 years ago, but that was a guess¿. No further information was provided.

Manufacturer narrative:
Concomitant medical products: catheter: model neu_unknown_cath, serial# unknown. (B)(4).